Event description:
It was reported that during an implant attempt, some tissue was stuck inside the screw mechanism of the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found, helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. Fibrotic growth/tissue was not observed on the helix or within the sleevehead.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)